Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the thyroidectomy, the patient had 2-3 mm vessel that had been ligasured was actively bleeding profusely. Surgeon recalled that during the procedure the surgical site was completely dry at the end, tested with valsalva, no sign of any kind of bleeding. The patient was readmitted due to post op bleeding.